Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. As part of a corrective action, manufacturing was made aware of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/04/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports that as the device was being inserted in the penis of a chihuahua, the tube broke leaving a piece inside. Medical intervention was required and was able to pull out the remaining piece. Age and weight are not available. No patient injury or ill-effects. Patient current status reported as recovered.